Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's receiver would not turn on. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and no failures were observed related to the customer complaint. The receiver log was reviewed and firmware errors, hardware errors, and screen error alarm were observed. The customer complaint was confirmed during log review. A root cause could not be determined.